Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage to the upper pivot on the impeller. The device was tested per the specification. The device was run on a bio-console from 0-4000 rpm¿s, using deionized water in the circuit, a noise level greater than 70 db was recorded, which is greater than the specification. The device was run on a bio-console from 0-40000 rpm¿s, using deionized water in the circuit. There was a "wobble" observed. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a vitalflow set, it was reported that the pump head was loose/separated. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that there was no damage from exterior that can be seen. Medtronic received additional information via analysis of the returned product, which showed evidence of damage to the upper pivot on the impeller of the device.